Manufacturer narrative:
The account's maintenance found the power supply board was saturated. He replaced the power supply board to repair the bed.

Event description:
The account's maintenance alleged the bed has no functions but he could hear the relays clicking when the function keys were pressed.